Event description:
It was reported that a user of the ilet experienced a sustained high glucose alarm with capillary glucose reported as ¿high,¿ and customer care guided a complete infusion set and site change using insets with confirmation of drops and no visible bent cannula, leaks, or scar tissue. Symptoms included nausea, headache, and vomiting consistent with hyperglycemia. Outcomes included the need for troubleshooting and education with planned follow-up. Investigation included remote troubleshooting focused on infusion site function and set integrity. Investigation of this case revealed no confirmed device or component malfunction based on proper infusion set replacement and absence of visible insertion issues, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.